Manufacturer narrative:
(B)(4)

Event description:
It was reported the physician received a merlin transmission that showed the patient received inappropriate antitachycardia pacing and high voltage therapy for an avnrt rhythm incorrectly detected as vt. Programming changes were made. The patient will continue to be monitored. No further information is available.